Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact reported. It was discovered that cold was used within the cartridge. The customer was educated on cartridge/insulin labeling. Reportedly, the customer stated supplies will be changed.